Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the lead was explanted and replaced with a new lead. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported patient experienced ineffective coverage of pain relief. Some contacts were indicated to have high impedances. Trouble shooting was unable to solve the issue. As such surgical intervention is anticipated to address the issue at a later date.